Event description:
There was an allegation of questionable elecsys vitamin d assay results for 38 patient samples on a cobas e 411 immunoassay analyzer. The customer provided an example of discrepant results for 1 patient sample tested. The customer was prompted to repeat the patient samples as calibration had not been performed on the new reagent pack, the qc results were low, and several of the initial results were accompanied by data flags. The initial vitamin d result was 12.10 ng/ml. The assay was recalibrated and the sample was repeated and the result was 27.29 ng/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.